Event description:
During a robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lymphatic mapping with bilateral pelvic sentinel lymph node the excision balloon would not inflate.